Event description:
Metal lock mechanism part located within both humeral head shaper handles broke off when several attempts were made to attach the humeral head shaper. Fortunately, both metal pieces were located and removed immediately. However, the hospitals only option to complete the procedure was to obtain a set of instruments from another hospital, which delayed the surgery time considerably.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instruments confirm the complaint. Previous investigation into this issue by a depuy product development engineer found this generally occurs when the reamer comes to a quick stop transferring the torsion force from the power unit to the internal pin snapping it due to reamer interference or extremely hard bone. Eco# (B)(4) was initiated on (B)(4) 2011 to change the pin from 18-8 material to 465 (B)(4). The items were found to have been manufactured prior to the implementation of these changes. The root cause is design. Based on the performed investigation, the need for further corrective action has not been identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.